Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). The device history record (DHR) for the 42 in. (107 cm) dual port single bladder disposable cuff with plc, part number 60707010700 and lot number z000010995, review noted no related non-conformances, requests for deviation (rfd), change notices (cn), or any other issues with manufacturing. The DHR review found no issues with the device and all verifications, inspections, and tests were successfully completed. On (B)(6) 2018, it was reported from (B)(6) hospital and medical center that a 42 in. (107 cm) dual port single bladder disposable cuff with plc had an air leakage. A returned product investigation could not be performed for the reported event due to the product not being returned for evaluation. The reported event can, therefore, not be confirmed. The root cause of the reported event cannot be specifically determined with the provided information because the device was not returned for evaluation. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. This medwatch is being filed as both an initial and final report. Zimmer biomet will continue to monitor for trends, as necessary.

Event description:
It was reported that during a procedure, the cuff failed and there was a 5 minute delay in procedure due to air leakage issue. No adverse events were reported as a result of this malfunction.